Event description:
It was reported the customer had low blood glucose, then high blood glucose and went to the hosp. No further info was provided.

Manufacturer narrative:
Analysis revealed the insulin pump alarmed. No delivery outside of specification range.